Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that unspecified malfunction without continuous glucose monitor (cgm) readings occurred. On (B)(6) 2023, the patient did not get any cgm readings and had been taken to the hospital. There is no documentation of what symptoms the patient experienced nor if there was hypo or hyperglycemia. The patient was hospitalized and there was medical attention provided but there were no documentation about the medical intervention, nor the treatment provided. At the time of the report the patient was still at the hospital. There was no blood glucose nor cgm values reported during the entire event. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.